Manufacturer narrative:
MDR 3003442380-2024-08519 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an occlusion issue with four infusion sets, and the troubleshooting indicated an issue with the infusion set site, causing the patient's blood glucose (bg) to exceed 500 mg/dl. The patient took a correction bolus via pump to address the high bg. The patient resolved the issue by changing the soft cannula infusion set and resumed insulin. The symptoms were noticed within 3 hours of insertion for four of them, except for one instance where the patient was sleeping. The site was inserted in the upper buttocks, and the patient regularly rotates site locations. The site area was not impacted, and the patient confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available.